Manufacturer narrative:
(B)(4). Lab data: on (B)(6) 2014 (06:34): ck=52 u/l, normal upper limit 200. On (B)(6) 2014 (06:34): ck-mb=5.0 ng/ml, normal upper limit 5.0. Concomitant products: dilatation catheter: emerge 2.5x8, nc euphora 3.75x8. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.5x15mm xience alpine stent was successfully implanted in the distal circumflex (cx) coronary artery. Following, a hazy area in the mid cx was noted and was treated with a 3.5x12mm xience alpine stent, resolving the dissection. Another 3.5x12mm xience alpine stent was successfully implanted in the proximal cx coronary artery lesion. On (B)(6) 2014, the patient was discharged home. There was no additional information provided.